Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis manifested by cloudy effluent (as it was noted the fluid was ¿clear than before¿ at the time of this report). The cause of the peritonitis was unknown. On the same day as event onset, the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin (500 mg, frequency and duration not reported) and ip amikacin (250 mg, duration and frequency not reported) for peritonitis. At the time of this report the patient outcome was unknown. Action with dianeal therapy was not reported. No additional information is available.